Event description:
It was reported to philips healthcare that the heartstart mrx qcpr meter intermittently failed to show the "do not touch the patient" icon during analyzing and shocking in AED mode. There was no reported patient impact.

Manufacturer narrative:
(B)(4).